Event description:
It was reported that the pulse generator could not be fully interrogated, and a -data not read- message was displayed. Previous measurements from 2008 were 2.66 v, 23 ua, and 7.0 k, with an estimated remaining longevity of four months to elective replacement indicator. The device was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage was reduced to 2.45 v or less. This was due to a discrepant integrated circuit. After replacing the integrate d circuit, normal function ensued.